Event description:
It was reported when using the bd pyxis¿ medstation¿ 4000, there was a issue with fridge lock. There were no delay or adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section b describe event or problem and section h imdrf annex f grid to reflect there was no delay, and it did not occur during dispensing. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) attempted a reboot and recovery, which was unsuccessful. The power cable was unplugged and reconnected, but the issue persisted. No patient or user harm was reported. A filed service engineer visit was expected to repair the station as soon as possible. An email was sent to anz-gcs-pyxissupport. Multiple calls were made to the customer with no response. A follow-up email was sent to the user; there was no response within 24 hours.

Event description:
It was reported when using the bd pyxis¿ medstation¿ 4000, there was a issue with fridge lock. The customer reported that the user was able to remove the medication from another station resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.